Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 197 mg/dl. The customer stated that the insulin pump had fallen into water and was exposed to moisture. The device alarmed battery out limit as well. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent response from the up arrow button due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.